Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose (bg) event and a lost sensor signal. The event involved product(s) mmt-342,mmt-1884,mmt-7040a,mmt-7841zn,mmt-431ag. Troubleshooting was performed and the customer has type 1 diabetes and was using a 780g system. The customer reported blood glucose value of 300 mg/dl and was treated with a bolus using the pump, with assistance from immediate family member. No other prescription medications were reported. The customer reported a "lost sensor signal" alert but did not receive a "sensor signal not found" or "cannot find sensor signal" alert. The transmitter ID was programmed into the pump. No further patient complications were reported. Mmt-342,mmt-1884,mmt-7040a,mmt-7841zn,mmt-431ag were not expected to return.